Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer.

Manufacturer narrative:
The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The run data file (rdf) was analyzed for this event. Root cause: run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for these collections. Alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in these procedures. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. It is also possible, though not conclusive, that these two leukoreduction failures may be donor related. A potential reason for a donor related leukoreduction failure may be, but is no limited to, a high wbc count. This report is being filed beyond the 30 day timeframe due to an internal processing error. A non-conformance (nc) will be created that addressed this event.